Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 550 mg/dl and a bolus of insulin was administered to lower the bg level. The customer currently had a pneumonia and thought that it may have been contributing to the high bg level. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
The t:sling pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.